Event description:
Patient notified depuy employee of a revision hip surgery that he experienced 14 weeks ago. It appears that the ceramic head fractured which necessitated the revision surgery. Photos of the implant verified that it was a depuy pinnacle 54mm cup and biolox forte system. Patient reported squeaking and an audible noise heard when walking. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient was experiencing pain and tingling in their groin. According to the medical records upon revision the patient's cup was found to be generously anteverted and was exchanged due to the possibility that it was the root cause of the edge loading. At this time the acetabular cup is being changed from an MDR no to an MDR yes. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Updated after receiving x-rays and medical records conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed.